Event description:
It was reported that the attempted left ventricular (lv) lead would not release the guidewire. The lead was withdrawn and replaced successfully with another lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary:the full lead was returned, analyzed and no anomalies were found. The distal conductor of the lead became ext rinsically distorted due to pulling/stretching/overstress. Visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.